Event description:
It was reported the patient received an inappropriate shock due to noise on the right ventricular (rv) lead. The lead exhibited high impedance resulting in a loss of pacing and short interval counts (sic) and oversensing. The lead integrity alert (lia) was also triggered. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a partial lead was returned and no anomalies were found. However, analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, the impedance trend on the rv (right ventricular) pacing lead was rising and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant products. 419478 lead, implanted: (B)(6) 2004. A d314trg bi-ventricular defibrillator, implanted: (B)(6) 2012. (B)(4).